Event description:
It was reported that sensor failure issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the day of the event, the sensor failed and the patient was unable to check her bg due to her visual impairment. The patient was reportedly asymptomatic and presented to the emergency department where she did not recall the bg readings. She had removed the sensor prior to arriving at the hospital. She was reportedly treated with basal and bolus insulins and was still in the hospital at the time of the report 5 days later. She reportedly would not be discharged until receiving replacement sensors, but was stable at the time of the report. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).